Event description:
Subsequent to the initial filed MDR report, additional information from the returned goods lab revealed that the device was received with the stent implant secured to the balloon but was shifted distally, and the device had a separated hypotube shaft with its hub not returned. Additional information revealed that the stent had moved during removal from the anatomy. Additional information regarding the shaft separation indicates that the physician as not aware of the separation. No additional information was provided.

Event description:
It was reported that during a procedure in a heavily tortuous posterior descending coronary artery, pre-dilatation of an eccentric, heavily calcified, 75% stenosed lesion, was performed using a non-abbott balloon dilatation catheter. A 2.5x28 xience v rx stent delivery system (sds) was advanced toward the lesion, but, during attempts to cross the lesion, resistance was met between the xience and the lesion; the xience was unable to cross the lesion. An attempt was made to retract the sds, along with the stent, into the non-abbott guiding catheter, but resistance was felt during removal, and it was discovered that the proximal end of the stent was flared; the stent could not be withdrawn into the guide catheter tip due to the flared stent. The xience sds, along with stent and guiding catheter were removed as a single unit. No further attempt was made to deploy another stent and the procedure was aborted. There were no patient effects and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported device issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route, grandslam, guide cath: bt6f jl4sh. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.